Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) stenting procedure, preclose placement of the sutures was attempted in the left common femoral artery using a proglide device. The arteriotomy was 5f. Reportedly, during deployment of the first proglide, the suture was observed to be missing as a cuff miss occurred. The sheath was upsized to 14f for the aaa procedure. After the aaa procedure was completed, a cut-down was performed and hemostasis was achieved with surgical intervention. The right common femoral artery was also accessed; however, no closure device was used and the access site was surgically closed as well. There were no reported adverse patient sequelae. There was a reported significant clinical delay due to the surgical intervention. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device was not returned. It was initially reported that the device would be returned for analysis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.